Event description:
It was reported to boston scientific corporation that an exalt model d scope was used during an ercp (endoscopic retrograde cholangiopancreatography) procedure performed on an unknown date for the treatment of jaundice. During the procedure, the scope malfunctioned and displayed the loading screen; troubleshooting steps were attempted, including checking cable connections and restarting the system, but the issue could not be resolved. The procedure was completed with a reusable scope. There was no patient complications reported as a result of this event.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block h6: imdrf code a06 captures the reportable event of loss of visualization block h11: the returned exalt model d scope was analyzed and the reported event of loss of visualization was confirmed. The exalt model d scope was inspected, and no visual damage was observed. During image testing, the scope was connected to the controller and displayed image as expected. During functional testing, the insertion tube was articulated without disruptions to visualization. However, visualization was lost when the scope tip was articulated. The reported event was confirmed. Electrical testing measurements were within normal values. The device was disassembled, and the camera assembly was switched out. After switching the camera assembly, the device functioned as expected. The image remained constant upon articulating the tip of the scope. With all the available information, boston scientific concludes the reported event was confirmed. The most probable cause of the event can be traced to component failure. In this case, a random failure of the camera assembly with no indication of a manufacturing deficiency or a design issue. It's possible that the internal camera assembly cables lost their integrity due to the repeated movement during preparation or the procedure.